Event description:
It was reported that the atrial lead exhibited three impedance values between 25 ohms and 37 ohms, and 25 short duration automatic mode switch episodes with noise via (B) (6). All lead impedance measurements in clinic were in the 300 ohms range. Due to a patient medical condition, the physician was unable to change the lead. The fixed atrial sensitivity was programmed to 1.0 mv to minimize potential oversensing, and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.